Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Dentist reported that a patient developed swelling of the lips after one week of whitening. The patient was instructed to wait until the swelling went down and then whiten again. Two days later the patient whitened and the swelling returned after the first night of whitening again. The patient stopped whitening. After two days the swelling went away and the office contacted us to see if the patient should whiten again. At this point all swelling and symptoms are gone. Instructed the dentist to inform the patient to attempt whitening but to not use the desensitizer. Any future whitening should not include the desensitizer, as it is likely the patient had an allergic reaction to the hema in the desensitizer.